Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd bactec mgit 320 instruments, there was false resistance seen in the results of one (1) sample. The result was shown as complete and with resistance to some drugs, but the sample trace did not show any curve growth in any of the tubes analyzed. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2 it was reported that while using bd bactec mgit 320 instrument, there was false resistance seen in the results of one (1) sample. The result was shown as complete and with resistance to some drugs, but the sample trace did not show any curve growth in any of the tubes analyzed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary catalog # 441743, s/n (B)(6): the customer reported since the first training session, after the equipment was installed, the tsas have been released with the same incorrect interpretation as shown in the attached figure. Epicenter shows the result as complete and with resistance to some drugs, but the sample trace does not show any curve growth in any of the tubes analyzed. Through bd technical support a review of three samples was performed. No instrument errors were reported; however, it was reported that the epicenter had lost connection to the instrument and did not detect the last reading from the instrument. The customer was instructed to repeat the testing and the case, (B)(4), was closed. The root cause of the reported issue was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.